Event description:
Pt experienced no-flow on smartez elastomeric device containing ampicillin-sulbactam 3gm / 100ml ns q6 hours (se200-100, lot s8d33). Pt stated that after 45 mins, the ed did not seem to change. Pt returned device to oic for investigation. FDA safety report ID# (B)(4).